Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consume regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was trying to use their remote and all it said was to call the manufacturer. The caller was not with the patient at the time of the call, but indicated that they could call back once they were with the patient. The caller had indicated that they had been seeing this for a while and they hadn¿t used it. They stated that they were going to get the whole system replaced but ended up having unrelated medical issues and could not have the surgery, so they were now wanting to get the device working again. The caller stated that it had been a while (a few months) that they could not use the device. The caller stated that they would be calling back with the patient. It was asked but was unknown when the event occurred. No symptoms were reported. No further complications were reported/anticipated.

Event description:
Additional information was received and it was reported that the patient programmer wasn't working all. It was determined and further clarified that the patient was getting the poor communication screen and they were instructed to get a replacement patient programmer. They had only been seeing the poor communication screen with and without the antenna. They tried replacing the batteries. The patient was no longer feeling stimulation and planned to have the system replaced, but couldn't due to the patient's unrelated medical issue. No further complications were reported or anticipated.